Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient complained of near vision not good enough. Clinical reason being mechanical complication of lens. The iol was explanted and exchanged for an unknown monofocal lens following the initial implant procedure. Additional information has been requested.